Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The printed circuit boards were seated in the backplane/motherboard berths. The system was tested and operates as intended.

Event description:
The customer reported that the 2600 system cine function would not work. No pt injury was reported.